Event description:
Customer reports the device displays a charging fault message during daily testing of the unit. No reported pt involvement. Svc rep duplicated reported condition. Device repaired and proper operation confirmed.